Manufacturer narrative:
(B)(4). Batch # r58069. Photo and video evaluation: one video and one photo were provided. The picture shows a device stuck on tissue and it appears that the doctors are trying to remove it from tissue. The video shows a device and manipulation around it, as if trying to remove. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage and fully loaded with staples. The breakaway washer present on the anvil and it was uncut and indented in addition several staples were stuck to the washer with tissue present. Further analysis of the returned anvil indicates that it is possible that the anvil was used on another device. A new washer was placed on the device and it was tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. In an attempt to replicate the condition of the returned washer the anvil was placed on a cdh25a, and the obtained results were similar to the returned washer. It should be noted that the anvil is only design to work on its own device, in this case on a cdh29a device. It cannot be used as interchangeably with any other instruments. The use of anvil in other instrument cause the uncut washer, indented and/or the incomplete firing cycle. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify if the small incision was already placed or planned for this procedure? Or was the incision made only to assist in the device removal? If yes, was the incision longer than typical? If yes, how much longer? Was there any patient consequence or change in the post-operative care? If yes, please describe.

Event description:
It was reported that during a resection procedure, incomplete cut line. During the low rectal resection, after fired,the audible feedback was not obvious, found could not remove the device. Made the small incision, found the tissue was without complete cut line and staples malformed as the video shows. Scalpel and suture was used to cut and sew the wound. The surgery delayed about one hour. The patient is stable and in hospital now. The patient¿s length of hospital stay is not extended.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify if the small incision was already placed or planned for this procedure? No. Or was the incision made only to assist in the device removal? Yes. If yes, was the incision longer than typical? No. If yes, how much longer? Was there any patient consequence or change in the post-operative care? If yes, please describe. Unknown. Further information was requested and the following was obtained: can you confirm if the device used in the photo was the device returned? Yes. Did the anvil installed on the device have the same color as the device (did the anvil color match the guide face/staple pocket area and handle label color)? Sorry, don't understand the question. What is the current status of the patient? Stable and left from the hospital.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: it looks as if a 25mm device was fired with a 29mm anvil. Can you please ask the sales rep or customer if 2 circular staplers were opened during the procedure? No, only cdh29a did the anvil installed on device at the time of firing have the same color as the device? Could not understand what you ask.

Manufacturer narrative:
(B)(4). Device evaluation: initial device analysis: the analysis results found that the cdh29a device arrived with no apparent damage and fully loaded with staples. The breakaway washer present on the anvil and it was uncut and indented in addition several staples were stuck to the washer with tissue present. Further analysis of the returned anvil indicates that it is possible that the anvil was used on another device. A new washer was placed on the device and it was tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. In an attempt to replicate the condition of the returned washer the anvil was placed on a cdh25a, and the obtained results were similar to the returned washer. It should be noted that the anvil is only design to work on its own device, in this case on a cdh29a device. It cannot be used as interchangeably with any other instruments. The use of anvil in other instrument cause the uncut washer, indented and/or the incomplete firing cycle. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional device analysis: the primary intent of the analysis was to measure force-to-fire in a lab setting and to determine if malformed staples were noted when fired. This device was received in for further investigation after initial analysis. The device was fired using the force-to-fire equipment, with ils reloads on test skins at the high ¿b¿ setting. (This is a conservative approach for staple formation.) Firings were performed by r&d design engineer. No malformed staples were observed during firing. The washer was cut during the firing stroke. The force-to-fire values were below the specification limit of 146.3 lbs. And within the manufacturing control limits.